Event description:
The reporter contacted animas on (B)(6) 2012 to report issues with the keypad function and during the call mentioned that the ok button had been causing the cancellation of boluses which have caused blood glucose issues for the patient. The reported stated the patient's bg was reading "high" on the meter. The patient was reported to have discontinued insulin pump therapy and was begun on a backup plan. The reporter was not able to stay on the line to further discuss the alleged adverse event. Animas customer support and medical surveillance each made several attempts to contact the reporter in follow up, but was unsuccessful in the attempt. This complaint is being reported because the patient reportedly experienced elevated blood glucose while using a pump with an alleged keypad malfunction.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and alarm history showed the pump had not been used since (B)(6) 2011. There were no recorded alarms or warnings outside of typical use in the black box. During testing, an ez-prime operation was perform without difficulty. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values through the last day of use on (B)(4) 2011. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was not able to confirm nor duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.